Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that the customer had a low blood glucose of 43 mg/dl. The caller stated the insulin pump was not going off or suspend when the customer has a low blood glucose. It was noted that when the customer received the sensor, the customer did not get training on sensor and went into auto mode right away. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.